Event description:
The sales representative reported that during surgery in 2008, the prongs on the driver were bent to the point that a screw could no longer be loaded. There was no surgical delay and another driver was used to completed the case as indicated. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made to return the product. Evaluation is pending, upon return of the product.